Event description:
Tele equipment down for 45 minutes. (B)(6) contacted; pts triaged appropriately; returned spontaneously. No harm to pt. This downtime included a total of 6 pts. No harm to any of the 6 pts occurred.